Event description:
Caller reported that occlusion alarms occurred. The customer¿s blood glucose level was 553 mg/dl. The customer took corrective action by performing a correction injection via manual insulin injection. Reportedly, the customer was not cleaning the pump pneumatic tap and not removing air from the cartridge properly. Tandem clinical support educated the customer on cleaning the pump pneumatic tap and removing air from cartridge when filling. Customer changed pump supplies to address the issue.